Event description:
As reported by the user facility: description of the patient event could not infuse critical drip of norepi the clinician kept receiving downstream occlusion alarms that they could not resolve. Patient injury or death. Yes - death. These are the additional details b. Braun obtained with the account after a meeting on (B)(6), 2023: infusion started on (B)(6). No occlusion alarms, until 1:22 a.m. Of the 15th; pressure alarm at 3:09 a.m., then 4:56 a.m. The infusion was infusing through a triple lumen catheter in the neck. Other drugs were running, but not on the same lumen (they do not piggyback or double-up vasopressors). There were four (4) or five (5) other pumps connected to the patient. The drugs the patient was receiving were norepinephrine, fentanyl, dextrose, levophed, vasopressin, and bicarb. The patient was very sick and they were talking about the potential to put in place comfort measures for end of life when the incident occurred. The patient's blood pressure had not been great all day prior to the event. All lines other than the norepinephrine were running without issue except the fentanyl had to be increased once. It was reported that at one point the patient seemed to go "rigid" and had some "stiffening". That may have lead them to increase the doserate of fentanyl from 50 - 75, but it is unclear whether that was the reason for the increase in rate. There were no identified kinks or blockages in the norepinephrine line and they had good blood return. They even tried to adjust the patient in case there was some occlusion in the anatomy, but this did not have an impact on the occlusion alarms. Cather placements: patient had a triple lumen and a mid-line in the right upper arm and a peripheral IV in the left arm. Only one lumen of the triple-lumen was being used for the patient. Customer was only able to get dosetrac info for the morning of the 16th. Likely because the wireless signal in the area may not be good.

Event description:
Please note that during the call on 22.jun.2023 between b. Braun and the clinical nurse specialist medication safety for albany medical center, the clinician identified that the cause of death was believed to be sepsis.

Event description:
Please note that originally when the report was received, it was unclear if the death mentioned was related. However, during a conference call with the customer on 22jun2023, the clinician identified that the cause of death was believed to be sepsis (reference in follow up #1) but provided contact information to the risk management department for further details. Multiple attempts (2 emails on 23jun2023 & 29jun2023, one phone call on 07jul2023, and a site visit on (B)(6) 2023) were made to discuss and obtain additional details regarding the patient outcome. At this time, no additional information has been provided by the customer. As such, this report is submitted amending section b2, and f10 to reflect serious injury.

Event description:
Please note, this follow-up (follow-up #3) is to correct section b2 from the last submitted follow-up (follow-up #2) to reflect the information provided by customer.